Event description:
It was reported that during a laparoscopic gastroplasty reducing procedure, the linear stapler malfunctioned. It was not possible to continue the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe how the device malfunctioned. Did the device deliver any staples? If yes, was the staple line complete? Were the staples formed properly? Did the device cut? If yes, was the cut line complete? Were any issues noted with the cut line? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? Was buttressing material utilized? If so, which product? The ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. However, the cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.